Manufacturer narrative:
Checking the manufacturing charts of the components involved in this event, no pre-existing anomaly was found out. The manufacturer will submit the final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery was performed on (B)(6) 2025, due to rotator cuff failure. The patients cuff gave out and we had to convert from an anatomic to a reverse construct. The following components were removed: - smr finned humeral body (part code 1350.15.110, lot number 2221215, sterilization (B)(4)). - liner f.met.back glen.standard (part code 1377.50.010, lot number 21at27c, sterilization unknown). Previous surgery took place on (B)(6) 2023. The patient is a female, date of birth (B)(6). The event happened in the united states.